Manufacturer narrative:
Patient information: information unknown/not provided. Device evaluation: the device was received at the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was returned cut in half (but not separated), which is consistent with a lens that was handled during explant. The lens was evaluated by an optical sme (subject matter expert) to determine if the lens can be optically inspected. Per manufacturing sme, ¿the lens was measured on 02/01/2021 resulting in an acceptable power reading of 18.85d¿. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated, and no nonconformity report was found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a male patient was implanted with a symfony lens in the right eye (od) on (B)(6) 2020 with 20/25 distance and j2 at near but the patient was not happy with his reading vision. Thus, the doctor decided to use a zmb00 model for fellow (left) eye (os). The patient underwent an uncomplicated flacs, phaco, and intraocular lens (iol), model zmb00 was implanted in left eye (os) on (B)(6) 2020. Reportedly the patient became hyperopic +1.50 d, with 20/60 distance and j2 at near with glare and blurry vision. Blurry vision at distance and near post-op hyperopic surprise was reported. The patient was refracted on (B)(6) 2021 with the following results: od: +0.50 sphere od - 20/25. Os: +1.50-0.25 x 015 - 20/15 with much subjective improvement and loss of the halos. Visual acuity pre-operative: 20/40. Visual acuity post-operative: 20 . (B)(6) 2021 - sans correction (sc) 20/60 sc j2 . Refraction os: +150 - 0.25 x015 - 20/15. The doctor stated that he did not understand the hyperopic surprise in the left eye (os) as he did the correct measurements; and the 19.0 diopter was supposed to be correct for the patient, however he decided to explant the lens and put in a 21.5 diopter lens of the same model in order for the patient to have a favorable visual outcome. On (B)(6) 2021, the intraocular lens was explanted from the patient¿s left eye. It was confirmed that there is no complaint on the right eye and that the patient just asked for better near. The patient is doing well and no complaints on the replacement lens was reported. No further information provided.